Event description:
Based on the report info, submitted to neomedical on (B)(6) 2010, customer complained that there have been 7 incidents of leaking. The product mentioned is (B)(4), lot # 1083. No other info has been made available. The used products/samples were not returned to neomedical. (B)(4).

Manufacturer narrative:
This report was assessed and determined to be a MDR report based on our MDR reporting criteria. The info provided with the report is sketchy. Additional info has been requested, but has not been received. An examination of the device(s) has not been carried out as the used item(s) was not returned to neomedical.